Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient did not charge scs ipg as recommended . In turn ipg was deemed inoperable. As a result surgical intervention was undertaken wherein the ipg was explanted and replaced.